Manufacturer narrative:
The approximate age of the device is 4 months based on the date the product was shipped. The manufacturer is attempting to acquire the suspect system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that during a routine checkup at the hospital the vad coordinator observed a pump stoppage in the patient¿s system controller event history. The patient was asymptomatic during the event. In addition, ¿a few stripes¿ were reported to be seen on the system controller¿s display. The system controller was exchanged and the patient was reported to be doing fine.

Manufacturer narrative:
Additional information - date returned to manufacturer the reported event of a pump stoppage was confirmed based on the information recorded in the system controller data log file. The log file was successfully retrieved from the returned device and a review of the data noted normal system operation until one event that was captured on (B)(6) 2015 at 01:40 am when a speed reduction to 0 rpm was recorded, accompanied by low speed hazard and motor stopped alarms. The associated voltage levels indicated that the event occurred when the system controller was connected to a power module. The remaining data revealed that the system regained the set speed. There were no other atypical events recorded. The system controller was functionally evaluated and the investigation determined that the device was operating as expected. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical pump stop event was not reproducible. A root cause for the system stop event recorded in the system controller data log file was not able to be conclusively determined. The reported event of a system controller display issue was confirmed during analysis. The evaluation of the returned system revealed vertical lines on the lcd screen; however the pump parameters were still legible and the observed issue did not affect the system controller's ability to operate the pump. The issue was isolated to a compromised lcd screen. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.